Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. No log file was submitted. The account requested an ungrounded patient cable. Despite multiple requests, no further information was provided. No alarms or adverse events were reported. Usage of ungrounded patient cables are consistent with a potential driveline issue, however, no information was provided to confirm any issue. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported the perfusionist is requesting no ground patient cable for the patient.